Manufacturer narrative:
H6: updated codes. The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: chest pain or discomfort and device embolization. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: chest pain or discomfort and device embolization.

Event description:
It was reported to gore a 44mm gore® cardioform asd occluder was implanted on (B)(6) 2020 to treat an atrial septal defect with a deficient inferior rim. Later that evening the patient complained of chest pain. Chest x-ray and echocardiogram confirmed the device had embolized to the left pulmonary artery and was blocking flow. The patient was taken back to the catherization lab to attempt removal of the device; however, this was unsuccessful. The patient was taken to surgery on (B)(6) 2020 where the device was removed and the defect closed. 2600-a: other - used for chest pain.